Event description:
The facility has a pt on a 7-day 5fu who has had to have the needle replaced twice due to leaking.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 222 mg/dl, 415 mg/dl and 125 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
During the investigation of the customer's previous complaint of increased architect rubella reactive rates and error code 1007 (unable to process test, activated read failure) and error code 1006 (unable to process test, background read failure), the analyzer logs were obtained. Review of the logs identified elevated read spikes during the normal read window for the architect hiv, hepatitis b surface antigen, and hbe antigen assays. The reaction vessel (rv) lot in use at the time the customer's issue occurred was unknown, as the customer does not track the lot of rv lot in use. There was no impact to patient management.

Manufacturer narrative:
Concomitant medical products: architect analyzer, list # 3m74-01. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The investigation identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. Other contributing factors that can generate a static charge on the rvs include low humidity, handling, shipping and creation of charge within the architect instruments themselves. In addition, abbott has implemented static charge testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.

Manufacturer narrative:
(B)(4). Date of event: the initial medwatch for this issue was submitted with an error in the date of event of (B)(6) 2009. The correct date of event is (B)(6) 2008. An investigation is in process. A final report will be submitted when the investigation is complete.